Event description:
Healthcare professional calls to report left side "alcl", "pain" and capsular contracture, baker grade IV. Explant surgery took place in "(B)(6) 2014" and the device will be returned. At the time of the call, the exact device information is unknown, however, it is an allergan saline style 163 implant. Regarding capsular contracture, the patient does not have an infection or hematoma, the patient underwent radiation treatment in "1998." A call was placed to the office, the nurse informs allergan that the patient presented with caps grade IV, pain and a lump all located on the left side. Surgery took place on (B)(6) 2014, where a complete capsulectomy and implant removal without replacement took place. Fluid was noted at the time of surgery. This fluid was aspirated and submitted. The patient has a history of breast cancer with reconstruction with a latissimus flap and implant. The affected side was noted as left per the office. The path report notes positive cd30, cd2, cd4, cd43, and cd45. The tumor cells are negative for cd20, cd3, cd5, cd7, cd8, tia-1, alk(x2) and ck-oscar.

Manufacturer narrative:
There were no reported events of lymphoma/alcl for patients in the (B)(4) study included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).